Event description:
It was reported that the patient experienced increased sensation of stimulation while standing next to a new alarm system. After rep rogramming no complaints were present. Issue was resolved.

Manufacturer narrative:
Product ID (B)(4). Lot# b0192364k, implanted: 2003-(B)(6), product type lead product ID 7495-10, serial# (B)(4), implanted: 2003-(B)(6), (B)(4).